Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during an endoscopically performed biliary drainage (epbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event.